Event description:
During insertion of an IV catheter, the nurse reported that the needle passed through the side of the catheter, causing it to split. The nurse did not save the product but took a photo of it.